Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a button error, blank display, unexpected battery power loss alarm and battery out limit alarm. The customer¿s blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on the electronics assembly. Unable to verify button or keypad anomaly, unexpected battery power loss, battery out limit alarm and perform all functional testing including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to blank display. Device received with moisture damage on motor, vibrator, keypad and battery tube assembly.